Event description:
The customer stated that his contour meter was reading differently than his elite meter. He stated that his contour readings had been lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.